Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6). Product type recharger, ubd: 2025-10-15, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that the wireless recharger (wr) failed activation; the rep at the healthcare provider (hcp) location was not able to pair the wr to the recharger app. The recharger was reset twice and the handset restarted twice in an effort to resolve the issue. The rep was walked through the pairing process without success. Every time after scanning or manually entering the code of the recharger in the app, the app showed the recharger inactive screen, although the recharger was turned on and fully charged. It was not possible to get past this screen. It seemed that the wr/recharger app was stuck in some kind of loop. When asked for the cause of the pairing issue, the rep reported that the pairing with the application went well, but they could not start charging; a red light was seen. It was noted that the issue happened prior to implant; the representative tried to connect the recharger to the implantable neurostimulator (ins) prior to implant and there was no possibility to connect the devices. On 2024-oc t-25 the representative gave the patient another recharger and everything worked properly; the issue was resolved.